Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported feeling ¿prickly things¿ in the area where the interstim was. The patient described the feeling as electricity or zippity things in her. The patient noted the healthcare professional (hcp) had checked the device said everything was working fine. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) also indicated the patient had a revision on (B)(6) which was when the open circuit was discovered.

Event description:
Additional information was received from the patient. The patient reported that they first started experiencing the prickly things in the area where the ins was around thanksgiving time. The patient noted middle to the end of (B)(6). The patient reported that there were no changes that led to the prickly things in the area where the ins was implanted and noted just her normal activity. The patient stated that she went to the hcp and the nurse said that her battery might have moved. The patient noted that it was not where it was originally put in. The patient noted that it appears to be tilting back and she could feel just the edge of it against her back. The patient stated that maybe that¿s why she felt that prickling feeling and noted that she sometimes still felt it.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jan-13. It was reported that the hcp did not know when the issue reported previously occurred and that it had 1 open circuit (electrode 1) based on interrogation done in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.